Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The modular head and acetabular cup were removed and replaced with a competitor cup and a biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The modular head and acetabular cup were removed and replaced with a competitor cup and a biomet head. Additional information received from patient's legal counsel reported the patient was revised on (B)(6) 2014 due to pain, instability, and clicking. Operative report noted an effusion, moderate corrosion around the femoral neck and head junction, an anterior osteophyte that was approximately 1cm x 1.5cm was removed with an osteotome, early osteolysis, a contained defect in the posterior-superior acetabulum which was curetted, cystic tissue, and well-fixed stem and cup were noted during the procedure.